Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The balloon and shafts were microscopically examined. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal end of the distal markerband was revealed. There was a deep scratch to the left and right of the pinhole. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-jan-2016. It was reported that balloon leakage occurred. The target lesion was located in an artery below the knee. A 3.5mm x 80mm x 90cm sterling¿ sl balloon catheter was advanced for dilatation. However, when the balloon was inflated, it was noted that there was a leakage in the balloon. The contrast medium went out into the artery. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay. However, returned device analysis revealed balloon pinhole.